Manufacturer narrative:
The subject device was returned to the service center at olympus brazil for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, image loss was reported on the device. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers follow up response/updates and service center device evaluation. The following sections were updated: b5, e2, g3, g6, h2, h6 and h10. Device was received and evaluated at olympus brazil service site. Inspection found that the device/equipment is working normally. Service inspection noted that probably the customer's complaint is taking place in the image transmission cables that are present in the customer. Service noted that it is necessary to check and replace the customer's cables, depending on which one is being used, supervideo, composite video or rgb to solve the problem. Investigation is ongoing. This report will be supplemented following investigations.

Event description:
Updates from customer response : further communication with the customer conveyed the following information: the issue occurred during preparation for use for a video surgery. The device was replaced but the intended procedure was not completed. Device was returned to olympus brazil service site for evaluation. There is patient involvement but no harm/injury to the patient. No user injury, no further information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was assumed that the cause of the phenomenon was the failure of the cable itself or the image was not outputted, however, the cable was not returned for evaluation . The local investigation results stated that there was a suspicion of an rgb cable and that it needs to be replaced . There was no information for the recurrence of the incident afterwards. Approximately 13 years or more have passed since the product was manufactured, there may be a cause of wear or deterioration of the cable body due to long-term use, or a temporary malfunction. Olympus will continue to monitor complaints for this device.